Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 400mg/dl at the time of the incident. The mother was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The mother was also assisted with replace battery now troubleshooting as they have mentioned this during power error detected troubleshooting. The mother stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The mother also indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. The customer was advised that the insulin pump needed to be replaced but they can continue use of the insulin pump until replacement arrived if new battery was inserted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unable to performed displacement, rewind, seating and basic occlusion due to missing retainer. Low battery alarm, power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on electronic board. After disconnecting and reconnecting the internal battery connector on the electronic board of the insulin pump was monitored and functioned properly. No unexpected battery power loss alarm noted during testing. Unit received with missing reservoir tube o-ring, damage keypad overlay texture.